Manufacturer narrative:
Corrected: b1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vulvoplasty (bav) was performed due to leaflet calcification. The valve was implanted, but moderate paravalvular leak (pvl) was noted following implant, and a post-implant bav was performed with a 22 mm non-medtronic balloon. Mild-moderate pvl remained. Approximately one month later, the patient developed symptomatic chest angina and returned to the hospital. Cardiac catheterization was performed, and an ostial left main lesion was observed. The valve was noted to be at the same depth as originally implanted. Additionally the pvl had worsened to moderate. Coronary artery bypass grafting and valve replacement surgery were planned for the following week; however, three days before the planned surgery, the patient became unstable. Bedside echocardiography was performed. The patient was taken for emergency coronary artery bypass surgery where the valve was explanted and a surgical aortic valve replacement was performed. Following the surgery, the patient did not recover and subsequently died. Per the physician, the cause of the coronary occlusion was unknown, and leaflet calcification was the only possible contributing patient anatomy factor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the valve did not cause coronary occlusion because the patient did not exhibit acute symptoms during or immediately post procedure. Additionally, it was reported that the valve did not migrate and occlude the coronary artery. The valve was in place and at a similar implant depth as when implanted. Per the physician, the cause of death was left main obstruction. Per the physician, the valve and the delivery catheter system (dcs) could be excluded as contributing factors to the death. Additionally, it was noted that it was hard to predict the cause of the obstruction because the computed tomography (CT) scan prior to the transcatheter aortic valve replacement (tavr) did not show the lesion that was observed on the angiogram two weeks following the tavr procedure.